Event description:
Per the clinic, the implant had extruded into the external ear canal. The implant remains in-situ.

Manufacturer narrative:
This report is submitted 16 march 2020.

Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2019 and the patient was re-implanted with a new device during the same surgery. This report is submitted on 12 december 2019.